Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.50 mm - 30.00 mm was selected for treatment. During the procedure, in the initial inflation, the balloon ruptured with a pinhole shape. The device was removed from patient without complication. The procedure was successfully completed with a different device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).